Event description:
During an in clinic follow up, episodes of post paced t wave oversensing were observed. Technical support was contacted and recommended reprogramming. Reprogramming was performed to resolve the event. The patient was stable.